Manufacturer narrative:
H10. H3, h6: one accupass 70 degree suture shuttle device used for treatment, was not returned for evaluation. Investigation and conclusions were limited without physical product for evaluation. Instructions for use confirms instructions, recommendations and precautionary statements for proper use of product. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. As with any surgical instrument, careful attention should be exercised to assure that excessive force is not placed on the instrument. Excessive forces can result in failure of the instrument.¿ rolling the wheels forward and backward may initiate tangling or wrapping of the monofilament around the wheels. The roller wheels perform best with continuous movement in the same direction. Please note: monofilament advances with rotation of wheels in a backward direction toward the user. Keeping light tension on the tail of the filament helps the roller feed smoothly. The allegation failure is under engineering review for the suture shuttle family. Variables between the old and new process were determined. Process methods have been updated, equipment re-qualification took place and staff awareness added. Initial updates produced acceptable results. Surveillance is ongoing. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation although occurrences drove the investigation and resulting process improvement above.

Event description:
It was reported that, during a labral and medial meniscal capsular junction tears repair surgery, the wheel of three accupass suture shuttle device did not roll the monofilament out; it happens both inside and outside the patient with both monofilament sutures. The surgery was completed with an arthrex 90 degree suture lasso. The surgery was delayed for about 10 min in which the patient was under anesthesia. The patient was not stated to be harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.